Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. The contact did not provided cgm and meter bg readings. No additional patient or event information was available. A root cause could not be determined. Reportedly, the sensor was changed, and at the time of the report cgm readings were accurate.